Event description:
During a ptca treatment procedure involving an unspecified coronary artery, the maverick monorail balloon would not hold pressure. No patient injuries were reported. The procedure was successfully completed. No additional information is available at this time.